Manufacturer narrative:
The device has been received. However, the device analysis has not yet begun. A supplemental report will be submitted when the evaluation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the mechanical thrombectomy procedure, the marksman catheter had trouble navigating a proximal loop in the right carotid artery. When the catheter was removed it was apparent that the distal tip had broken off. The broken catheter piece was reported to have been retrieved with a solitaire device. No patient injury occurred. The anatomy was moderate in tortuosity. The devices were all reported to have been prepared and used pre the instruction for use (IFU).

Manufacturer narrative:
The marksman catheter was found to be stretched with the inner wire unravelling from within from the distal tip. The tubing material at the broken end exhibited jagged edges and stretching. Dried blood was found within the marksman distal segment. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿catheter separation/break¿ was confirmed. The broken ends of the marksman catheter exhibited with stretching and jagged edges which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It was reported that the patient¿s vessel tortuosity was moderate, and the marksman was advanced/retrieved with resistance. It is possible that the patient¿s vessel tortuosity may have contributed to the event; subsequently causing the marksman catheter to become damaged and separated. From, the damages seen on the marksman catheter body, it appears there was high force used. It is likely these damages occurred when the customer attempted to advance/retrieve the marksman against resistance. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Per instructions for use (IFU), "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel." If information is provided in the future, a supplemental report will be issued.